Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device infused at an incorrect rate. Although requested there are no additional details provided at this time. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the infusion completed sooner than expected was not confirmed or replicated. Physical inspection showed no related anomalies. The pcu event log showed that on (B)(6) 2018 at 8:48 am, the pcu received a remote IV order for the pump module for drug ID 233. Since the dataset was not provided the drug ID information could not be determined. The infusion was started at the rate of 3.075ml/hr. At 2:44 pm, the dose was changed, making the rate 6.15ml/hr. The pcu received 3 additional remote IV messages, on (B)(6) 2018 at 3:08 pm and 10:22 pm, and on (B)(6) 2018 at 2:07 am for drug ID 233 with the rate of 6.15ml/hr. The log shows there were no other user interactions with the infusion rate. At 1:57 am the module alarmed for air in line. The module was channeled off at 2:14 am. The total volume infused was recorded at 87.419ml. Functional testing showed the device infusing within specification, with no periods of unregulated flow. The root cause of the customer¿s report was not identified. The IV bag and tubing were not returned and could not be investigated for the suspicion of a possible leak.

Event description:
The customer reported that a continuous primary infusion of dobutamine was infusing at a dose of 5 mcg/kg/min (rate 6.2 ml/hr) and was found empty at 0200 on (B)(6) 2018. At 2222 on (B)(6) 2018 a new bag had been hung with a vtbi of 50 ml which was then decreased to 40 ml one minute later. At 0157 the device alarmed for air in line, and the infusion was paused and then delayed. At 0205 the device alarmed for door open; at 0206 the infusion was restarted at 5 mcg/kg/min and the vtbi was changed to 35ml. At 0212, the infusion was paused and then restarted. At 0214 the infusion alarmed for door open and then was stopped. At the same time on a different device, dobutamine was started at 5 mcg/kg/min with a vtbi of 35 ml/hr. The rn speculated that either the device malfunctioned and infused at a faster rate or that there was a possible leak from the dobutamine bag due to a clear liquid being noted on the floor. The patient's systolic bp dropped momentarily and a levophed infusion was briefly increased at an unspecified rate.

Manufacturer narrative:
The customer¿s report that the infusion completed sooner than expected was not confirmed or replicated. Physical inspection showed no related anomalies. The pcu event log showed that on (B)(6) 2018 at 8:48 am, the pcu received a remote IV order for the pump module for drug ID 233. Since the dataset was not provided the drug ID information could not be determined. The infusion was started at the rate of 3.075ml/hr. At 2:44 pm, the dose was changed, making the rate 6.15ml/hr. The pcu received 3 additional remote IV messages, on (B)(6) 2018 at 3:08 pm and 10:22 pm, and on (B)(6) 2018 at 2:07 am for drug ID 233 with the rate of 6.15ml/hr. The log shows there were no other user interactions with the infusion rate. At 1:57 am the module alarmed for air in line. The module was channeled off at 2:14 am. The total volume infused was recorded at 87.419ml functional testing showed the device infusing within specification, with no periods of unregulated flow. The root cause of the customer¿s report was not identified. The IV bag and tubing were not returned and could not be investigated for the suspicion of a possible leak.

Event description:
The customer reported that a continuous primary infusion of dobutamine was infusing at a dose of 5 mcg/kg/min (rate 6.2 ml/hr) and was found empty at 0200 on (B)(6) 2018. At 2222 on (B)(6) 2018 a new bag had been hung with a vtbi of 50 ml which was then decreased to 40 ml one minute later. At 0157 the device alarmed for air in line, and the infusion was paused and then delayed. At 0205 the device alarmed for door open; at 0206 the infusion was restarted at 5 mcg/kg/min and the vtbi was changed to 35ml. At 0212, the infusion was paused and then restarted. At 0214 the infusion alarmed for door open and then was stopped. At the same time on a different device, dobutamine was started at 5 mcg/kg/min with a vtbi of 35 ml/hr. The rn speculated that either the device malfunctioned and infused at a faster rate or that there was a possible leak from the dobutamine bag due to a clear liquid being noted on the floor. The patient's systolic bp dropped momentarily and a levophed infusion was briefly increased at an unspecified rate.